Event description:
This ra lead was implanted on (B)(6) 2013 and still remains implanted at this time. In a product experience report received on (B)(6) 2018, noise was noted on the atrial lead channel as seen on the stored electrocardiogram for atrial tachycardia response and non-sustained ventricular tachycardia events.the physician was dr. (B)(6) at (B)(6) hospital in (B)(6) austaralia. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).